Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc leaked. It was reported by customer that there exist experiencing issues with the anti-reflux valve failing on some of our cathena IV catheters. Verbatim: rcc received a complaint via email. Email(s) attached. We are experiencing issues with the anti-reflux valve failing on some of our cathena IV catheters. The most recent one was for a #18 with the lot number 4198480.